Event description:
It was reported that the device would not shut off and logged several fault codes in the memory indicating a possible lock-up failure. Physio-control evaluated the device and verified the reported failure. Further investigation at failure analysis center also found that the device would not have operated on battery power. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control replaced the therapy pcb and power supply assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly for the lock up failure and was unable to verify nor duplicate the reported failure. Further component root cause of the lock up failure was not determined. Further eval of the power supply assembly found the root cause of the no battery power failure to be two electrically leaky filters, designator fl4 and fl10, from the power supply module due to solder flux residue on the power pcb.